Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastroplasty procedure the stapler was able to fire, but the patient had a post op bleeding. It was stated that blood loss of 500cc or more due to the product problem and required a blood transfusion. It was also stated that the patient had an extended hospitalization.